Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99 percent stenosis degree) in the moderately tortuous distal rca. It is unknown if a pre-dilation was performed. However, two orsiro mission stents were successfully implanted. Thereafter, the complaint instrument was introduced into the patients body but it got caught in a nearby vascular structure or other stent or accessory. Upon removal the stent was deformed and displaced on the balloon.

Manufacturer narrative:
Combination product: yes, neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause could be determined.